Manufacturer narrative:
Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. A sample was submitted for evaluation and testing. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device.

Event description:
It was reported that the connecta wht 360deg valve tb 100cm experienced leakage during use. The following information was provided by the initial reporter: the 100 cm IV tubing (extension) is used with IV fluid giving set, then connects to the patient¿s venous cannula. Tubing has a two way tap and an injection port below the tap. Injection port has a top. Injection port was found to be leaking IV fluids regardless of the valve on the injection port.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the connecta wht 360deg valve tb 100cm experienced leakage during use. The following information was provided by the initial reporter: the 100 cm IV tubing (extension) is used with IV fluid giving set, then connects to the patient¿s venous cannula. Tubing has a two way tap and an injection port below the tap. Injection port has a top. Injection port was found to be leaking IV fluids regardless of the valve on the injection port.